Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer has reported that during a surgery the patient suffered a iatrogenic injury on the metaphysis while placing the final implant (tibial plate) with a metaphyseal fracture. A tibial revision implant with diaphyseal support was implanted in this surgery.

Manufacturer narrative:
An event regarding fracture of the tibia bone involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been no other similar events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports as well as patient history and follow-up notes are required to complete the investigation for determining a root cause. It is noted that the event description states that 'during a surgery the patient suffered a iatrogenic injury '; this statement indicates that this event is due to the activity of the surgeon. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Customer has reported that during a surgery the patient suffered a iatrogenic injury on the metaphysis while placing the final implant (tibial plate) with a metaphyseal fracture. A tibial revision implant with diaphyseal support was implanted in this surgery.